Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 400 mg/dl. The customer was treated for the high blood glucose with manual injections. The caller was the customer's mother who stated the patient was not there to trouble shoot. However, the mother got off the phone with the daughter who was at school at the time and the daughter stated that the no delivery issue was resolved with a complete set change of the reservoir. The mother did not want to send the old reservoir back for analysis. The mother also mentioned that the patient did have a hospital visit one year ago for a bent cannula. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.